Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to an adjacent intervertebral disease to extend the fixation area from c4-4 to c3-7. The patient was originally implanted with vectra system in 2011. The procedure was completed with the patient in stable condition. This report is for one (1) unknown plates: spine this is report 3 of 3 for (B)(4). This complaint was created to capture the events that occurred post-operatively. (B)(4) contains the intra-operative event.